Event description:
It was reported that the user experienced prolonged hyperglycemia with fingerstick values reaching 580 mg/dl after a morning supply change, with continued highs despite troubleshooting and a subsequent second injection; tubing testing showed no issues, and the user performed multiple infusion set and connector changes, resumed delivery, and ultimately transitioned to subcutaneous insulin as back-up therapy before values trended down to 300 mg/dl. Symptoms included fatigue. Outcomes included the need for replacement infusion sets and connectors and temporary use of back-up insulin therapy. Investigation included guided troubleshooting, infusion set and connector replacement, tubing function check, and review of user-reported data and alerts. Investigation of this case revealed no visible cannula bend, no tubing occlusion on testing, persistent hyperglycemia with prolonged high alerts, and an unclear etiology, so a device-related malfunction was not confirmed. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.